Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found to be fractured near the hub and was not used. The procedure successfully continued using a new benchmark catheter.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
(B)(4).the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.